Event description:
The user facility reported that the device broke in the vessel. Follow up communication with the user facility reported the following information: (1) while removing the introducer the device broke in the vessel; (2) the device was removed after a mini incision; (3) all the broken parts of the device were removed; (4) another introducer from a different manufacturer was used; and (5) the procedure was completed successfully.

Manufacturer narrative:
The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the sheath tube had been fractured at approximately 90mm from the distal end. The total length of the sheath tube was confirmed to be equivalent to that of the current product sample. Magnifying inspection of the proximal fracture on the hub side found that there were a smooth part and a stretched part on the fracture cross-section. Magnifying inspection of the distal fracture found that there were a smooth part with some scratches around it and a stretched part on the fracture cross-section. The sheath tube was cut in the circumferential direction on the undamaged segment for further magnifying inspection of the state of the wall of the tube. The wall thickness was confirmed to in the normal state with no generation of deformation or unevenness. The wall thickness and inside diameter were dimensionally checked and confirmed to meet the manufacturing specifications. From these findings, it is likely that there was no anomaly in the strength of the sheath tube of the actual sample. A reproductive test was conducted. A current product sample was given a nick on the outer surface of the sheath tube with a scalpel. After this, the sample was subjected to a pulling force. As a result, the tube got fractured into two pieces at the nick. A smooth portion and a stretched portion were found on each fracture cross-section. The state of the fracture very similar to that of the actual sample was duplicated. A review of the DHR and the shipping inspection record of the involved product /lot# combination confirmed that there were not any indications of production related problems or of nonconforming inspection results. A search of the complaint file did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the actual sample came into contact with a sharp object, such as a scalpel, on the outer surface of the sheath tube and got damaged with it. Subsequently, when the actual sample was subjected to a pulling force during withdrawal, the sheath tube got fractured at the damaged segment. The device labeling does address the potential for such an event in the instruction for use by stating the following: (1) do not scratch the sheath with a needle point, cutting tool or other edged tools. (2) when puncturing, suturing or incising the tissue near the sheath, be careful not to damage the sheath. (3) do not put a clamp on the sheath nor bind it with a thread. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).